Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20brj, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient developed a superficial infection and system was explanted today. The representative added that the patient might be coming back to get implanted again in 8 weeks. The issue was resolved at the time of this report. There were no further complications reported.